Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), and tricuspid regurgitation (tr). Two clips were implanted in the mitral valve, reducing mr from 4 to 1. Next, one clip was implanted on in the tricuspid valve, reducing tr from 5-6 to 4-5; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The tr returned to 5-6. An additional clip was implanted to stabilize the slda and reduce the tr to 4-5. The patient is stable. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. It should be noted that the mitraclip instructions for use states: the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The mitraclip device was used on the tricuspid valve, which is considered an off-label use of the device however, the off-label use did not influence the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.